Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# hg2svz311, implanted: 2019-05-09 , product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider and distributor regarding a patient who was receiving an gabalon (0.05%) at an unknown dose rate via an implantable pump for multiple sclerosis. It was reported that the date of implant was (B)(6) 2019. On (B)(6) 2021, a catheter kink was suspected because 18 ml of drug solution had been drawn from the pump during a refill. It was to be decided in consultation with the patient on whether to perform a catheter contrast examination or replace the catheter. A CT examination was performed on (B)(6) 2021, but the kink could not be found. Regarding causality, the event was not related to the pump/catheter, programmer, surgical procedure, or drug. Regarding outcome, the patient had recovered as of (B)(6) 2021. Additional information was later received from a foreign healthcare provider and distributor on 2021-oct-03. Regarding the results of contrast examination of the catheter, it was noted that there was no problem, and what was known at the moment was that there was no complication etc. The patient¿s weight at the time of the event was unknown.